Event description:
It was reported that during a galaxy-assisted biopsy of lesion located at the left lower lobe, the patient developed a pneumothorax. No other symptoms were reported. The injury was confirmed by a 3d spin and x-ray. The patient was treated with a chest tube and overnight admission. An issue of compression build-up motion was reported the physician states the injury is due to the tension build-up on the scope forced the scope outside of the airway into the thoracic cavity. Requests for additional patient demographics were unsuccessful.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis of the logs show that the motion discussed in the complaint was a result of the release of compressive energy stored within the scope. The scope tip appears to have been stuck against an airway wall while multiple insertion commands were issued. Because the anatomy was constraining the scope tip and shaft, this put the scope under compression. After a subsequent insertion command pushed the scope tip through the airway wall, the scope was able to extend its length and relieve the compressive strain, which appeared to be uncommanded motion. There was no malfunction in the scope, nor was it the direct cause of the motion in this case. Additionally, the scope used in this case passed all functional checks, indicating that the bronchoscope shows no signs of malfunction. Review of the video logs reveals that at 01:27, the scope appears to stop inserting, possibly caught on the anatomy. The physician continues to drive forward, extending the discrepancy distance to its limit. At this point, the scope is likely in a 'compressed state,' and the physician was advised to 'retract the scope under live fluoroscopy to unbend the shaft.' However, the physician acknowledges the advice and continues navigating - this is a use error. At 1:46, based on camera motion and a change in distance to the target, the scope enters the airway. Between 4:55 and 5:25, the video review shows the user breaking through the lung parenchyma. At 5:25, the camera view indicates the scope is outside the lung. During this action, the scope's distance reading jumps from 40mm to 10mm. Breaking through the parenchyma is not uncommon, as some physicians intentionally do so to gain navigational freedom and identify difficult-to-reach lesions. This is supported by the scope investigation, which shows the user was commanding insertion towards the airway wall. At 6:04, the physician deploys a radial ebus probe to attempt lesion localization, and at 7:50, the physician continues with the radial probe insertion and biopsy. At 9:06, the user retracts the scope back into the lung and exits again at 9:26, with a total time outside the lung of approximately 4.5 minutes (from timestamp 5:25 to 9:46). By 19:00, the user performs a 3d spin to assess the injury, as noted in the complaint. At 21:04, the procedure continues, with the physician obtaining multiple biopsies before completing the procedure. The physician attributed the injury to the galaxy system, stating that the tension/compression build-up in the scope forced it outside the airway into the thoracic cavity. However, video review indicates that while the scope jumped, the user was commanding insertion motion through the parenchyma. Therefore, the tension/compression build-up was a result of commands sent by the user. Additionally, the lesion's location near the pleura increased the risk of injury during the bronchoscopy procedure. The physician's commands to navigate through and outside the lungs (for lesion localization and biopsy attempts) demonstrate deliberate control and a medical decision aimed at obtaining a successful biopsy. This should not be considered a clinical error. Furthermore, the user continuing inserting as the scope buckles at the start of the procedure is a use error. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed a pneumothorax. The patient was treated with a chest tube and overnight observation. The physician attributed the injury to the galaxy system and states the tension build-up on the scope. Log review shows the user was commanding insertion at the time of injury. A use error was found.